Event description:
A cracked and shattered touchscreen on the pump was reported, rendering the touchscreen illegible and unusable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, technical support decided to replace the pump, and despite it being out of warranty, the customer expressed interest in obtaining a loaner pump.